Event description:
The user (B)(6) of a brat 2 cell saver, by sorin, failed to clear air from infusion bag. Patient coded and was without oxygen for five minutes due to the requirement to return patient to supine position for CPR. Air was introduced because: unit does not spin down in a vacuum, manufacturer knows this is a problem and has provided a "purge" button that sometimes removes the air. Original bag was used in spite of 2001 warning by FDA not to use the same bag for reinfusion to patient, operator failed to adequately check and verify that the air had been removed from bag. A large bolus of air was introduced into the central venous line of the patient during spine surgery. The patient coded. After about five minutes, the patient was able to be resuscitated. The final determination of permanent damage has yet to be made. This equipment is inherently dangerous. (B)(6) reports that a patient was lost (death) at (B)(6) hospital in (B)(6) earlier this year under similar circumstances. This equipment should be recalled until a redesign allows the blood to be spun down in a vacuum chamber thus preventing air from entering the bag and patient. CPR followed by extensive ICU time by patient - 8 days - added need for: nephrologist, neurologist, cardiologist, pulmonologist, extensive ICU staffing.